Event description:
Customer received discrepant results for urea and creatinine for one pt sample. Pt had initial urea result of 13.6 mmol per l and creatinine result of 105 umol per l. The next day a second sample gave urea result of 2.2 mmol per l and creatinine result of 38 umol per l. Customer repeated the second sample and got urea of 13.0 mmol per l and creatinine of 119 umol per l. Customer states the high results are the correct results. Customer is using lithium heparin tubes with gel and centrifuging at 2500 rpm (186 mm radius) for 12 minutes. No info was provided to determine if any adverse events occurred. If additional info is received, appropriate notification will be provided.